Event description:
Report received of a delay in critical therapy due to an alarm condition. The patient had been receiving dopamine on the primary line for several days with this pump. There was no solution infusing on the secondary line. The dopamine dose was titrated according to the patient's condition. Reportedly, while the dopamine solution was infusing, the pump gave an audible alarm and displayed an unspecified message. The licensed practical nurse (lpn) put the pump on hold, and then back to run. The pump again gave an audible alarm and displayed "occlusion." The nurse observed that despite having no secondary line, the pump had a secondary rate set at 200ml/hr. The nurse could not specify if there was a volume to be infused (vtbi) set for the secondary line. The staff cleared the infused volume 2 times with no resolution of the alarm. Another nurse was brought in to troubleshoot the pump and the pump continued to alarm with a secondary rate of 200ml/hr displayed on the pump screen. The pump was removed from clinical service. The dopamine infusion was resumed with a replacement pump. The patient did not experience any adverse effects. Though requested, there was no further information available.